Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 449 mg/dl at the time of incident and the other blood glucose of the customer was 430 mg/dl. Customer reported that they received insulin flow blocked alarm. Customer stated the insulin exited. Customer reported that they received stuck button alarm. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm. Customer stated the buttons were working and responding. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.